Manufacturer narrative:
H.6. Investigation summary: one 10ml syringe in a fully sealed blister pack from batch 9142984 (p/n 300912) was received and evaluated. It was observed the scale began to skew and illegible print was present above the 5ml marking. The illegible print was rejectable per product specification. Potential root cause for the illegible print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 9142984 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of syringe 10ml ll eurographics experienced scale marking issues which were noted prior to use. The following information was provided by the initial reporter: scale marking issue: ilegible, it is removed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml ll eurographics experienced scale marking issues which were noted prior to use. The following information was provided by the initial reporter: scale marking issue: illegible, it is removed.